Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to complete pairing with the ilet device despite the device indicating pairing in progress for more than 30 minutes, and the user believed the issue was with the ilet rather than the sensor. Symptoms included no glucose data availability due to cgm signal loss. Outcomes included user inconvenience and temporary inability of the system to use cgm data.

Manufacturer narrative:
Investigation included user education and troubleshooting to address pairing and guidance to contact dexcom support for further evaluation. Investigation of this case revealed that the cgm-to-pump communication did not establish successfully. It was concluded that the event involved cgm signal loss during attempted pairing and that further assessment by the cgm manufacturer was warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.